Event description:
It was reported that the device was used during a oophorectomy. It was reported by the rep that the patient was having na appendectomy. An md/gyn did the oophorectomy.the gynecologist fired the tsw35 (3) times in the case and it worked fine. On the 4th firing the instrument closed but would not fire. It locked out. Another instrument was opened to complete the case, but when the gynecologist looked at it, it had a blue cartridge in it. The surgeon stated that was not the instrument she asked for. She asked for a tsw35, not a tsb35, and the circulator held up the box and stated, "this is what I gave you." The box was a tsw35, but there was a tsb35 in it. The box and intrument that was mislabeled was not kept. There was no consequence to the patient.